Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received open book image on the insulin pump screen. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the active current test and self test. Pump error 53 alarmed during rewind and confirmed in the formatted history file (line number 439 file number 16) due to a software error. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 53 alarm during rewind. Pump failed the sleep current test due to moisture damage on the electronic assembly. Critical pump error (open book image) not confirmed.